Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported that the patient experienced leakage of cerebrospinal fluid. Multiple attempts were made to obtain a medical assessment from the physician regarding the nature of the issue, but none was available. The device was removed and there have been no reports of further complications regarding this event.